Event description:
It was reported that the atrial lead had oversensing, noise, and increased thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4003m58 implantable pacing lead, implanted: 1995-(B)(6). (B)(4).